Event description:
Faulty abbott self covid-19 tests. Am an rn; 2 tests kits faulty. While waiting for result witnessed the liquid (drops) actually pushed the blue control line upward and never engulfed the blue line. Then the entire area was wet from the drops, no control or other lines evident at all, just a wet mess. Tried the second test from this box, performed it carefully and again as instructed- same results, pushed the blue line upward off of the cardboard and never saturated it. Used both covid -19 at home tests from one box, both did not work correctly. Use same brand last week from different box on my very sick symptomatic elderly roommate, hers showed positive. We are taking precautions. Now I have odd symptom (very hoarse, sore throat) but need to care for her and need to know if I'm contagious to others. Cannot find anywhere to report faulty at home covid test kits. Please instruct where to report this. Thanks. This is an expired abbot binaxnow home test kit. Exp 7-2023. Ref report: mw5150035.